Event description:
It was reported that the occluder was deformed and failed to assume its intended shape upon deployment. The physician decided to continue the procedure with another occluder. Procedure was completed successfully.

Manufacturer narrative:
A1-a4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record.